Event description:
Resident was soaking medical device, they noticed it didn't look how it should and asked nurse to have new device on standby. Surgeon scrubbed in and confirmed getting rid of faulty device and opening new one.